Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Kit lot h320 was reviewed. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h320 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category . The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. A blood leak was observed at the collect pump tubing after approximately 870 ml of whole blood had been processed. In addition, the customer stated there were no cellex instrument alarms prior to the tubing leak. The ecp procedure was aborted, and the patient was reported to be in stable condition. The complaint kit was discarded; therefore, no product is available for evaluation.